Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and display board were replaced to address the issue. In addition, the machine flow sensor, blower motor, blower seal, blower mounts, blower cap, blower chassis plate, cooling fan (both fans), muffler assembly, tubing kits (fio2, blower, board and low flow o2), needs detachable battery to correct issue and usb extension cable to correct issue, which was not related to the malfunction/issue.